Event description:
A malfunction alarm with code 12 was reported, but no notable events occurred before the incident. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction persists.